Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4) the following fields have been updated: b4: date of this report, b5: describe event or problem, d4: additional device information, d9: device availability, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h4: device manufacturer date, h6: adverse event problem, h10: additional narrative . It was reported that the implant was removed due to allergic reaction. Inflammation was reported due to the event. Procedure was completed with another implant. Patient history, tooth site, and bone density unknown. On (B)(6) 2024, zimvie attempted to obtain additional information, however, the clinician had no further details regarding the event. Zimvie received one (1) implant for evaluation. Visual evaluation was performed, the implant had signs of use with bone debris on the external threads and markings from removal. No damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 1241985. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1241985 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: allergic reaction. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was external factors (i.e. Patient conditions). Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was removed due to allergic reaction. Inflammation was reported as a result of the event. Procedure was completed with other implant.